Event description:
It was reported that this event involved a subclavian vein insertion site. During the spring wire guide (swg) insertion through the needle the coils of the swg became "opened" or unraveled. The physician was obligated to pull back the swg and the needle to remove both components from the vessel. As a result, a second attempt with a new (B)(4) was opened and successfully placed in the patient. Additional information was received from the hospital on (B)(6) 2010 stating the swg appeared unraveled at the middle of it's length. The soldering between the main wire and the coiled wire was fine at both ends of the swg; in the middle the two wires separated each other. So, the swg was intact (no part lost in the vessel) but the shape changed. No x-ray taken to check. There were no patient complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.